Event description:
Add'l info rec'd from MFR 4/17/01: the identity of the balloon cannot be established due to the lack of reported info supplied to the FDA by the rptr. It is not possible to determine if this complaint had been previously reported to datascope or if an iab was returned for evaluation.

Event description:
Iabp ruptured.